Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure where rhbmp-2/acs was implanted in the skull to assist in the completion of closure. The results were reportedly unsuccessful. The extent of the complications are unknown. No additional information has been provided.

Event description:
It was reported that the patient underwent surgery to treat craniosynostosis and trigonocephaly. The surgery consisted of frontal or bital advancement with orbital osteotomies and multiple barrel stave osteotomies of cranium with multiple auto- and allograft bone grafts and rhbmp-2/acs. The rhbmp-2/acs was placed with grafton flex into the residual bony defects. The procedure was completed with no complications. At 263 days post-op, a CT head/facial without contrast: patient with facial swelling status post craniosynostosis surgery. Imaging found no evidence of acute intracranial findings. New soft tissue swelling overlying the bilateral frontal regions. Mid aspect of the sagittal suture is poorly visualized, possibly partially fused. 315 days post-op, the patient presented for an office visit. Per physician's notes "since surgery" her head circumference has not in creased at all, and "the top of her head is getting lumpier than taller. Recently, she was noted to have some snoring" an overnight sleep study was performed. " at birth, her head circumference was 31cm" preoperatively her head circumference was 41cm. Where it remained until 8 months of age. Since that time, without any further growth, her head circumference has fallen back down to just below the 2nd percentile for her age. Her weight and length have remained on track without any dips in the growth curve, by history. On physical exam, her head circumference was measured today at 44cm, she has very slight bifrontal narrowing, with some anterior and mild vault turricephaly. There are some posterior palpable skull irregularities, as would be expected. Her midface is normal, without any evidence for recession. She may have very mild hypertelorism. The remainder of her craniofacial examination was unremarkable. Developmentally, she appears to be grossly age appropriate. Diagnosis: craniosynostosis complex. Physician recommended intracranial pressure monitoring. At 391 days post-op, a CT head / 3-d recon w/o contrast showed postoperative changes related to prior calvarial reconstruction. Non-vis ualization of the coronal sutures bilaterally and partial fusion of the sagittal suture. No brain parenchymal abnormality identified. At 398 days post-op, the patient underwent a surgery consisting of revision bilateral frontal orbital advancement with correction of recurrent trigonocephaly with anterior calvarial vault expansion to treat craniocynostosis, metopic synostosis, trigonocephaly, relapse and failure of cranial growth since previous repair. Op notes state "medical records were reviewed as well as scans and neurosurgical consult was obtained. She also had evidence of some sleep apnea and headaches as well as episodes of what appeared to be absence seizures." "Degloving was performed along the superior orbits and the infratemporal fossa bilaterally. Underlying bone was seen to be quite thin and irregular" underlying dura was irregular but completely intact. No complications were noted. 47 days after the second surgery, the patient presented for an office visit. Per the physician's notes: "pt has been having seizures since [approx 270 days after index surgery], initially occurring approx. Weekly that began to increase in frequency leading up to cranial surgery [398 days post-op]. Since the surgery these seizures have not decreased in frequency and are currently happening approx. Weekly." Pt seizures are noted to consist of blank spells that last 15 sec during which time patient is unresponsive. After there blank staring, pt will sometimes resume normal activity and sometimes seem out of it / dazed for approx. One minute. No tongue biting. Frequency: 1 per day.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few weeks after index surgery a lump started to appear on the top right side of the patient's head. Reportedly, the patient's parents were told that it was "either bone settling or other sutures had fused"; and later "the patient's brain was trying to expand and the only way for it to grow was up." A CT scan in 2011 showed "complete premature fusion of the sagittal and both coronal sutures." Two sleep studies were positive for central apnea. Anemia was discovered at routine check-up. The patient was seen by another doctor. A second surgery was performed in 2011. The patient had intracranial pressure. Reportedly, the bmp-2 was "visibly on the patient's bone"; there was ectopic bone growth in some areas and very fragile, thin bone in some areas.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2010, the patient underwent surgery intended to correct a single prematurely fused suture in the skull, metopic craniosystosis with trigonocephaly. The corrective suture surgery at issue included bi-frontal and parietal craniotomy, frontal orbital advancement with orbital osteotomies and cranial carrel stave osteotomies, harvesting of bone graft, lateral orbital releases and the placement of bone autografts, allografts, and rhbmp-2/acs. Prior to the surgery, the patient required the placement of an arterial line. Reportedly, the patient was not pre-medicated or sedated prior to the placement of the arterial line, and the line took over two hours to place. The patient's head circumference stopped growing after the surgery due to premature fusion of the sagittal and coronal areas of the skull. The failure of the surgery required the patient to undergo subsequent revision surgeries. Post-op, the patient has developed post-surgical sleep apnea, petit-mal seizures, anemia, orbital hypotelorism, intracranial pressure, premature fusion of the coronals and sagittal sutures, ectopic bone growth in the cranial region, lack of normal reflexes, and neurological damage.